Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an occlusion while using an infusion set, which prevented insulin delivery for an extended period and coincided with a blood glucose of 378 mg/dl; the on-device occlusion alert was not dismissed, and insulin delivery resumed only after a supply change performed with assistance, followed by user education on recognizing and appropriately addressing alerts. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin therapy that required troubleshooting and education. Investigation included review of device engineering logs and user interaction with on-device alerts. Investigation of this case revealed an occlusion associated with the infusion set that was resolved by replacing supplies, with user non-dismissal of the occlusion alert contributing to prolonged interruption of delivery. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion in the infusion set with user handling contributing to the duration of the event.